Event description:
It was reported to baxter (B)(4) that there was a leak in a transfer set, which was found at the transfer set twist sleeve during use. There was patient involvement but no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). A evaluation of the actual sample was conducted and issues were found related to the reported condition during the evaluation. Visual inspection performed with the following issues noted: occlude feet broken. Leak testing performed with no issues noted. Clear passage test performed with no issues noted. Clamp function test performed with the following issues noted: broken occluder feet visual inspection noted no whitish spot on the occluder leg that would indicate possible over-torquing. Sample was confirmed for the reported problem.

Manufacturer narrative:
(B)(4). The root cause was undetermined.

Manufacturer narrative:
(B)(4). A request for the return of the actual sample has been made. Should the actual sample be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.